Event description:
About 1 & 1/2 mos after being implanted in the pt, the hip pin fractured in two pieces and had to be replaced. According to rptr, this type of incident has never happened before at the medical ctr. The hip pin medical device measures 6 inches in length. The fracture occurred at the 2nd compression screw at the 3rd hole. The defective device is labeled as a inter-trochanteric side plate. The pt had to be rushed from their nursing home to the hosp emergency room.